Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the reported event of peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in pd patients.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a patient line is blocked message during drain 2 of 4 within the last hour of treatment. The patient has been hospitalized for peritonitis and was experiencing fibrin. Technical support explained that fibrin could prevent draining. Additional information was requested, however it was not available. The cause of the peritonitis cannot be determined with the information available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.